Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys syphilis assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys syphilis assay performs within specification.

Manufacturer narrative:
The serial numbers of analyzers "e 801 #1" and "e 801 #2" are not known. The investigation is ongoing. Medwatch field e1 initial reporter email address -(B)(6).

Event description:
The initial reporter stated they received discrepant results for samples from six patients tested with elecsys syphilis on cobas e 801 analytical unit analyzers. Please refer to the attachment for all patient data. Samples from patients 1 and 2 were tested on e 801 analyzer serial number (B)(6). Samples from patients 3-6 were tested on two different e 801 analyzers. For patients 4-6, the results from the serum tubes were in line with clinical findings.